Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported after firing the atw35 multiple times, there was oozing of blood at the proximal tip of staple line. Some of the staples appeared to be partially formed. An er320 was used to stop the oozing. The device was not saved. After placing the endo-clips the case was completed without incident. There was no consequence to the pt.